Manufacturer narrative:
Pneumothorax is a known short-term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, there was a system inaccuracy and navigation issue. It was stated that there was a huge discrepancy on where the lesion was and the sampling was so off. The patient had a pneumothorax. Chest tube placement for pneumothorax was performed as for protocol. The patient was hospitalized for three days as a result of the event.

Manufacturer narrative:
Additional information: h3 evaluation summary: medtronic conducted an investigation based upon all information received. A data was received for evaluation. Visual inspection noted the unit had CT to body divergence. Functionally, the diaphragm location during the CT scan and the procedure were significantly different. This led to a significant CT-to-body divergence at the target location. When local correction is larger than the maximal accepted (3cm), the correction will be rejected. This is the proper function of the system in this scenario. It was reported that the patient had to be hospitalized or had an extended hospital stay, and the system was inaccurate. The reported issues could not be confirmed. The most likely cause could not be established from the information available. It was also reported that there were issues navigating during the procedure. The reported issue was confirmed. The most likely cause was traced to a known inherent risk of the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. A device data was available for evaluation. Visual inspection noted that the unit had CT to body divergence. Functional testing found that the diaphragm location during the CT scan and the procedure were significantly different. This led to a significant CT-to-body divergence at the target location. When local correction is larger than the maximal accepted (3cm), the correction will be rejected. This is the proper function of the system in this scenario. It was reported that the patient had to be hospitalized or had an extended hospital stay and the system was inaccurate. The reported issues could not be confirmed. The most likely cause was not traced to the device. It was also reported that there were issues navigating during the procedure. The reported issue was confirmed. The most likely cause was traced to a known inherent risk of the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.